Event description:
Complainant alleged that during a routine preventative maintenance check, the device intermittently displayed message code "lead off" on the video screen in all three lead modes. The complainant indicated that there was no pt involvement in the reported failure.